Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. Customer's blood glucose was 33 mg/dl at the time of incident and 267 mg/dl at the time of the call. Troubleshooting advised customer on insertion technique. Customer declined low blood glucose troubleshooting and indicated that their blood glucose was low due to over treating. The customer was advised to monitor the pump and call back if necessary. No further details given.